Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced erosion. The device did not work. The cuff was removed. No further patient complications were reported.